Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but the pacing threshold measurements were not acceptable. The physician repositioned the lead twice, but then the helix would not extend even after 30 rotations of the fixation tool. The physician turned the tool very slowly and continuously and eventually the helix came out; the pacing thresholds were still poor and retracting the helix was difficult, and the helix was no longer able to be extended. This lead was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was inserted into the lumen of the lead with no resistance observed, and the helix was able to be extended and retracted in the laboratory. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. The cause of the poor pacing threshold measurements could not be determined, as the lead passed all electrical testing.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned, but the pacing threshold measurements were not acceptable. The physician repositioned the lead twice, but then the helix would not extend even after 30 rotations of the fixation tool. The physician turned the tool very slowly and continuously and eventually the helix came out; the pacing thresholds were still poor and retracting the helix was difficult, and the helix was no longer able to be extended. This lead was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.